Event description:
The customer reported that the jaws of the device failed to open while on tissue. The device had to be cut out as a result.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.